Event description:
A malfunction occurred, displaying malfunction code 12, but no notable events took place prior to this. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, which was successful as the malfunction did not recur. It was advised that the customer continues using the pump and contact support if the issue arises again.